Event description:
It was reported that as the surgeon attempted to remove the inserter handle from the implanted acetabular cup, the threaded portion of the inserter handle broke.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. No pt data or surgical record was provided. The fracture occurred at the base of the hex bolt head. Potential field age is 5 yrs and 7 months. The first two threads nearest the bolt head show mechanical damage. Scratches and impaction marks were noted on the open side of the frame above where the bolt is located, on the proximal edge of the frame arm, and on top of the frame knob. There are two areas on the frame that show significant deformation which appear to have been cause by a levering force. It is unk which type of shell was being impacted, and if the appropriate adapter cap was used. It is unk if the surgical technique was followed which states "note: do not lever on the shell or the shell inserter to reposition the implant, as damage may occur to the threads or inner diameter of the shell." From the damage observed, it is possible that the instrument frame was repeatedly impacted in a non-axial direction near the bolt end or on the proximal edge of the frame arm where the alignment guide attaches. In addition to the off axis impaction forces, it is possible that repeated levering forces were applied to the frame on the edge of the through hole while the hex driver was engaged with the hex head of the bolt. These forces may have contributed to the fracture of the bolt. A definitive cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.